Event description:
Itchy skin [pruritus]. Small red bumps in patches throughout body/rash [rash papular]. Swelling in right knee [joint swelling]. Case description: spontaneous report received on 06/17/2008 from a (B) (6) female pt, (B) (6), who had a relevant medical history of arthritis. The pt received her first injection of synvisc in her right knee on (B) (6) 2008. After the injection she experienced small, red bumps in patches throughout her body, primarily on her hands and the soles of her feet. She received her second synvisc injection in her right knee on (B) (6) 2008. After the second injection she experienced big, red bumps in patches in the same areas where the smaller bumps were. The pt also experienced intense itching and more swelling in her right knee after the second injection. She has taken 3 different courses of prednisone during her synvisc therapy. After each course of prednisone her skin irritation resolved but the symptoms returned once the prednisone was completed. As of the date of the report, the right knee swelling persisted, but had improved somewhat. The pt planned to seek further eval from her physician. As of the date of receipt of this report the pt outcome was unknown.